Event description:
Revision surgery to smaller head size due to pain.

Manufacturer narrative:
Patient kept removed component, and lot number is unknown. Encore is attempting to retrieve additional information on this complaint, and will submit it if it becomes available.